Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the isi core component to resolve the issue. System tested and verified as ready for use. Isi has received the isi core component; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, there was a non-recoverable fault and a message saying the system needed to be restarted. The customer stated that the prograsp forceps instrument was grabbing tissue at the time of the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained to the customer that they could use the instrument release tool to open the instrument tips. The customer was able to do so and release the tissue. The tse reviewed the system logs and confirmed error 86, related to power distribution board issues. The customer powered cycle the system and continued with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The intuitive surgical, inc. (Isi) core was tested and found to trigger error 86 in the logs. The isi core was evaluated on the test system. The system failed with error 86. The power tray text fixture was programmed without issue and the system started up without any error. There were no issues for thirty power cycles after replacing the power tray.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The core was returned and analyzed. When reviewing the log, there were several errors 86 means power distribution board (pdb) analog digital converter (adc) voltage out of range. The core was tested on the printed circuit assembly (pca) test system, and it failed with error 86 replace with the power tray text fixture, programing without any issue and the system started up without any error. Also, fa ran 30x power cycle with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. The power tray was failed. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.